Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in the rv defibrillation impedance, though it was additionally noted that it was still within expected range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 429888, lead, date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.